Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to oversensing. During the explant procedure insulation damage was noted around the suture sleeve. The physician elected to implant a new pectoral system.